Event description:
Information received that the patient underwent surgery where the lead was removed and reinserted and impedance was then ok. No devices were replaced. No other relevant information has been received to date.

Event description:
Additional information was received that there was no trauma to the lead or generator sites. X-rays were performed but did not reveal any anomalies. The x-rays have not been reviewed by the manufacturer. It was also noted that the patient's seizures began the same day as vns replacement and are at pre-vns baseline levels, and intervention was due to or to preclude serious injury.

Event description:
It was reported that the patient was seen in clinic for increased seizure frequency. Upon interrogation, high lead impedance was observed and a failure of the current output delivery. The patient recently underwent a battery replacement. The physician plans to order a chest x-ray to assess lead integrity and pin connector dislodgement and might be referred for a potential revision. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.